Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient presented with infection over her generator incision site shortly after initial vns implantation surgery. Photographs of the infected incision site were provided to the manufacturer for review. The patient was admitted to the hospital. It was speculated that the patient may have picked at the incision site. IV antibiotics were administered to the patient to treat the infection. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient had their generator and lead explanted due to the infection. Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy. No further relevant information has been received to date.